Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies. Customer had elevated blood glucose (bg) levels (300s-500s mg/dl). The cause for elevated bg levels was unknown. Customer delivered a bolus to address bg levels.